Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Insulin pump was unable to perform occlusion test, prime test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. Insulin pump was received with cracked case at display window corners, belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received several motor error alarms during bolus shots. Customer's blood glucose was 321 mg/dl, which was treated with manual injections. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.